Event description:
A customer observed falsely elevated troponin I results on pt samples and quality control fluids. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.